Event description:
During an ICD upgrade, an externalized conductor was observed near the rv coil. Impedance variability was noted. Lead was later explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.